Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that an error in the displaying remaining amount on a smiths medical cadd-legacy® plus pump occurred. The noted actual remaining amount was 10 mls or more. There were no reported adverse effects.